Event description:
It was reported that, during procedure, the tip of the blade broke off inside the patient. It was noted that the fragment was retrieved from the patient body. The procedure was completed using another device. There were no further patient complications.

Event description:
It was reported that, during procedure, the tip of the blade broke off inside the patient. It was noted that the fragment was retrieved from the patient body. The procedure was completed using another device. There were no further patient complications.

Manufacturer narrative:
As of today, the above referenced device has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, there was an inspection of the media provided by the customer. According to the files received, the tip of the morcellator/blade was broken. Therefore, the reported allegation is confirmed. A labeling review was performed and the instructions manual states that this instrument is intended for use in a fluid environment. Do not activate morcellation while the blade set is in air. Doing so may jam and irreparably damage the blade set. If the blade set becomes jammed, discard and replace with a sterile blade set. The blade set components (inner and outer blades) are precision-tooled to fit each other. Never attempt to use the inner blade of one set with the outer blade of a different set, or vice-versa. Blade sets have a limited reuse of approximately 2-8 times, depending upon the size and consistency of the tissue morcellated. The handpiece has a limited reuse of approximately 100 procedures, depending upon the size and consistency of the tissue morcellated. Based on analysis and the information available, the investigation conclusion code selected for this complaint is cause not established since the investigation findings do not lead to a clear conclusion.